Manufacturer narrative:
The neutralizing tablets were expired at the time when they were returned to the manufacturer; no testing was performed. This is the only complaint received for lot 40312. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a male patient experienced ocular redness after using oxysept system (disinfecting solution and neutralizing tablets). In follow up obtained on (B)(6) 2014, the patient reported that he had an "infection" in his right eye which then spread to his left eye. He sought medical treatment and was prescribed tobrex 0.3% (tobramycin 0.3%) and asked to discontinue lens wear. The patient reported to be feeling all right at the time of the call. When the patient returned the product to the manufacturer it was determined that the neutralizing tablets that were packaged with the disinfecting solution had expired. The patient reported to have used this brand of disinfecting solution/neutralizing tablets for one year without difficulty. The patient declined to allow us the follow up with the healthcare professional as he was feeling ok at the time of the report. See companion file 3004178847-2014-00003 for the disinfecting solution.